Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number was found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that the black jacket from the guidewire detached within the patients sfa. The foreign body was retrieved via vascular snare device from the patient's sfa. The event was not life-threatening, but the patient was held over for observation for an additional day before being discharged to home. No additional patient consequences to report.

Event description:
The account alleges that during a procedure, the outer coating began to come off the wire. The wire was removed from this patient without fb introduction. No additional procedures were necessary to prevent permanent impairment to the patient.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.